Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the system pcb was the cause of the reported issue. Stryker informed the customer that their device is not repairable and recommended the device be removed from service and a replacement device be obtained. The device was returned to the customer.

Event description:
The customer contacted stryker to report that their device turns itself off when trying to boot up the device. There was no patient involvement reported with the event.